Event description:
It was reported that the patient was having a shocking(painful) sensation around the generator and lead. It was noted that all output currents were disabled and the pain subsided; however, this was later to be reported the pain came back. Xrays were taken and the physician reported no issues were observed. Per the physician, the specific cause of the shocking can not be determined other than probably psych related. Patient was referred for full revision. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
It was reported a generator replacement occurred. The explanted generator has not been received to date. No additional relevant information has been received to date.

Event description:
The explanted generator was received. Generator analysis was performed. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was verified. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal. The septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The generator battery measured 3.019 volts and found to be at an ifi=no condition. Diagaccumconsumed memory locations revealed that 32.090% of the battery had been consumed. No additional relevant information has been received to date.